Event description:
It was reported that a patient underwent a nephrectomy on (B)(6) 2022 and the suture clip was used. During surgery, the device would not latch onto suture. Another like device was used to successfully complete the procedure. There were no adverse patient consequences reported. Additional information were requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What suture type was used? What suture size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Device return status/follow up? Events reported via 2210968-2022-08809, 2210968-2022-08810, 2210968-2022-08811, 2210968-2022-08812, 2210968-2022-08813, 2210968-2022-08814.